Event description:
Patient developed septic arthritis 6 days post op patellar tendon repair on right knee. Culture results came back negative. Several attempts were made to obtain the lot number without success. Along with the fiberwire, patient also had other devices used and a patellar tendon graft implanted. A second surgery was required. This device is used for treatment.